Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: a reserved sample from the same cartridge lot number b201927 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test, a fill test, and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced an elevated blood glucose level of 500mg/dl with excessive urination and thirst. The patient reportedly noticed that insulin was leaking in the cartridge compartment. The patient was unsure if the leaking was from the luer connection or the cartridge plunger. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to a leaking cartridge.